Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded below the tear, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. It could not be conclusively determined if the observed tear in the exposed portion of the soft cannula contributed to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear.